Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A retention sample of the involved product code/lot number combination was evaluated. Visual inspection revealed no anomaly. The reservoir was fixed to the oxygenator module. The unit box and the sterile bag were found to have no break or no other visible damage in them. Reproductive testing was performed and a factory-retained oxygenator sample in the state of being packed in the unit-box was dropped from a height of 1.5m with each side of the box facing the ground (6-time drops). Subsequently, the unit-box was opened for inspection of the oxygenator packed inside it. The test result showed that the support arm was confirmed to be in place on the oxygenator with no damage generated on the unit-box. A factory-retained oxygenator sample in the state of being packed in the unit-box was dropped from a height of 3.5m with each side of the box facing the ground (6-time drops). Subsequently, the unit-box was opened for inspection of the oxygenator packed inside it. The test result showed that the support arm was found to have come off the oxygenator with some damage generated on the unit-box. Review of device history records and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. It is likely that the actual sample was exposed to some shock force beyond the strength limit of this product during transportation or storage. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the capiox cardiotomy reservoir detached from the oxygenator, due to the bonding clip that came off from the oxygenator. It happened before bypass; during bypass circuit setup. They used another rx25 oxygenator from stock to manage that case. There was no patient involved.